Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had a skin irritation under each electrode. The area was described as an itchy rash that is not open or bleeding. The patient reached out to their doctor about the condition and the doctor recommended using an over the counter (B)(6) cream to treat the irritation. The patient reported the irritation has improved due to using the cream.